Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. There were no controller logs available to confirm the reported event. Analysis of the battery revealed that the device met specifications; the battery passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to a communication error between the controller and battery. The most likely root cause of the reported event is a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the battery is connected, the controller switches to the other power port before the battery is down at 25%. The battery was replaced from the hospital. There was no effect on the patient as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The company is seeking this information through the event investigation.